Manufacturer narrative:
(B)(4): analysis of the implantable neurostimulator (ins) found no anomaly. It was stated the ins was functionally okay. The setscrew in the #0-7 port was tightened to a known good lead without difficulty using the returned torque wrench. Analysis of the torque wrench found no anomaly. (B)(4).

Event description:
It was reported that there was a connection issue between the lead and the device. It was stated that the physician was unable to "torque" down the lead in the 1-7 port of the device and that the lead kept pulling once tugged upon. It was noted that there was no problem with the 8-15 port. The physician decided to use another device after several failed attempts were made. The new device was connected and "all was fine." Additional information was requested, but was not available at the date of this report. Any additional information will be included in a supplemental report.

Manufacturer narrative:
(B)(4).